Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: a probable cause could not be provided a device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the evis exera iii gastrointestinal videoscope had residual liquid/foreign material coming out of the scope cylinder. There was no patient involvement.